Manufacturer narrative:
Unit received with unexpected battery power loss, low battery alert and had high sleep current, problem isolated to pcb 1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery issues. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.